Event description:
The machine was installed by the vendor and the wiring from the machine to the visual cue (x-ray in use) was installed by an unknown contractor. When the machine was being adjusted for the patient, it seems to have pulled the energized wires away from the internal circuit board causing it to short. The electrical short caused smoke and sparks which were witnessed by the clinical team. Manufacturer response for carestream dental panorex x-ray machine, (brand not provided) (per site reporter): unknown.